Manufacturer narrative:
(B)(6).

Event description:
Reference number (B)(4). Event occurred in netherlands. On (B)(6) 2024, it was reported by the patient that infusion set was leaking within one day of use. Leakage was seen at the time of bolus. No further information was available.